Event description:
End-user states that he has a small 'blistered area of skin' located on the right side top corner under wafer's tape border for about 1 week.

Manufacturer narrative:
The event as described is deemed a serious injury. From a clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. End-user was provided instructions on care and crusting techniques through use of stomahesive powder and allkare skin protective barrier wipes. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.